Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 449 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The target lesion was 2.5mm, 80% stenosed, 16mm long portion of the 1st obtuse marginal (1st ob marg.) The physician treated the lesion with direct stent placement of a 2.5 x 24mm taxus express2 study stent. Residual stenosis was 10%. The patient was discharged the next day on aspirin and clopidogrel. At 449 days after the index procedure, the patient presented for a scheduled follow up due to ongoing chest pain. The patient reported a two week history of symptoms of unstable angina. Cardiac catheterization was recommended. The next day treatment consisted of placement of a 3.0 x 13mm non bsc stent in the proximal lcx and angioplasty of the om1. At this time, the 1st diagonal was treated with angioplasty and there was an attempt to place a 2.0 x 13 mm non bsc stent. The stent became dislodged in the lmca and a snare was used to remove it. A wire that had been inserted to help deploy the stent could not be removed and a piece of wire broke off and remained in the previously placed stent. Next, the proximal lad and lmca were treated with stenting using a 3.5 x 8 mm non bsc stent and a 3.5 x 33 mm non bsc stent. Kissing balloon technique was used to post-dilate the ostial lad and lcx. Post pci, ivus was used to examine the lad and lcx and there was no evidence of the free floating wire. Post operatively, the patient experienced increased troponins with a value of 5.68 the next day. They started to come down but the following day the troponin went back to 5.51. It was thought that the increase in troponin was due to impaired kidney function in response to the dye load. It was noted in previous hospitalizations that the patient had a history of renal failure secondary to contrast. The patient's condition improved. Creatinine was 2.69 and troponin 3.54 upon discharge 3 days following the tvr. She was discharged on aspirin and clopidogrel. In the opinion of the physician, the relationship of the tvr to the taxus stent is unrelated. Clinical event committee (cec) adjudication dated october 2007 finds the tvr to be possibly related to the taxus stent.